Event description:
Camera is broken full description entire system needs to be run for bugs camera is broken storage is low and computer is slow need to be done asap.

Manufacturer narrative:
This is being reported for a problem found earlier. Investigation revealed that there was no system malfunction. When the camera is bumped, the user will be presented with a warning. When this camera bump warning is present, implant selection on the navigation page would not be possible. This is expected system functionality when the system detects the camera has been bumped. A field service engineer (fse) was sent out to replace the optical tracking sensor in the camera. The unit was left fully functional. The observed overall risk level is low, which matches the observed anticipated risk level; therefore, the overall risk of the system has been maintained and there is no further investigation required. The cause of the reported issue can be traced to user technique.